Manufacturer narrative:
(B)(4).

Event description:
It was reported "the arterial catheter failed after 24 hours of use: catheter was blocked even though the line was regularly flushed. The catheter was used for invasive pressure measurement with the supplier merit 682000 pressure set." A new catheter was required. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the arterial catheter failed after 24 hours of use: catheter was blocked even though the line was regularly flushed. The catheter was used for invasive pressure measurement with the supplier merit 682000 pressure set." A new catheter was required. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.